Manufacturer narrative:
Sample from the patients was submitted for investigation. An interfering factor was found to be present in the sample. This interference is documented in product labeling for the assay.

Manufacturer narrative:
(B)(4). (B)(6)

Event description:
The customer received questionable results for multiple assays for one patient from cobas 8000 - cobas e 602 module serial number (B)(4). The medwatchs involved in this event include patient identifiers: (B)(6) for tsh, (B)(6) for ft4, (B)(6) for ft3, (B)(6) for anti-tpo, (B)(6) for estradiol. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event.